Manufacturer narrative:
B3 - date of event is estimated. Section a4: patient weight is unknown. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), batch: 4235397.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the leads were explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.